Manufacturer narrative:
Section h3, h4: correction

Event description:
Additional information regarding the patient reporting that a similar event happened some time ago while on ac power, the patient notified the equipment rental company and they replaced the patient cable to the power monitor. The initial date of this event is unsure as the patient handled this issue independently of notifying the vad team; however, the patient approximated the event 1 week prior as the patient spoke directly to the equipment supply company. New grounded patient cables were given to patient via the equipment supply company who, per patient, reported being ¿monitored¿ while on the new patient cables to ensure no alarms took place. This was all handled independently of vad team recommendations. Vad team was not notified at the time this took place. Vad team was only made aware that this had occurred when patient was urgently seen in ed for ¿low speed advisory¿ ¿pump stop¿ alarms that have been reported. No additional information provided.

Manufacturer narrative:
Section b5: additional information manufactures investigation conclusion: the reported pump stop and low speed events were confirmed via the submitted log file data. The submitted log files contained data spanning from(B)(6)2020 at 05:01:44 to(B)(6)2020 at 00:08:01 and from(B)(6)2020 at 00:57:05 to (B)(6)2020 at 22:31:08, per the timestamps. Pump stop events with associated low speed/flow alarms were captured on (B)(6)2020 and (B)(6)2020 while the system was supported with the power module. Low speed events were also recorded on (B)(6)2020 , (B)(6)2020 , and 1(B)(6)2020 while the system was supported with the power module. Based on our complaint history and similarly reported events, the pump stop and low speed events captured in the log files are consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the pump stop and low speed events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on (B)(6)2020 under work order 00087102. The approximately 18 inches segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, the patient continued to experience low speed events when supported with the power module. The alarms reportedly resolved upon connection to battery power. The patient stated they did not want any surgical intervention and was given two ungrounded patient cables. The patient was discharged on (B)(6)2020 and remains ongoing on vad-62041. No further events have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the alarms occurred while tethered on grounded patient cable which suggest potential wire damage is internal. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency room after reports of several low flow and low speed alarms while connected to ac power. The alarms stopped once connected to battery. The patient was symptomatic during the reported event with complaints of dizziness, chest pressure and near-syncope. Upon review of alarm history when arriving at the emergency department, patient had pump stop, low speed, and low flow alarms for approximately 7 minutes. The pump stop occurred on a new patient cable. The patient is supported by dc power. Analysis of the log file over the interval from (B)(6) 2020 to (B)(6) 2020 revealed 21 pump stops and 15 low speed operations. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to occur while the vad is connected to the power module. The patient denied any trauma or recalled event that could have damaged the driveline. Patient's weight has been stable with no significant fluctuations. Chest, abdomen, and driveline x-rays were obtained but found to be unremarkable. 2 unshielded patient cables were ordered for the patient. The patient had a driveline repair ~2.75" inches from the exit site due to short-to-shield on (B)(6) 2020. The repair took place around 12:00 during which expected driveline faults/alarms occurred. During the evening at approximately 22:45 low flow and low speed alarms were observed. Upon vad interrogation, there were multiple instances of high watts noted along with the low speed advisories, with power as high as 20.8 watts. Patient is currently on battery power and is in no acute distress. The patient was laying in bed during the alarms and was tethered on a grounded patient cable. Analysis of the log file over the interval from (B)(6) 2020 to (B)(6) 2020 contained data prior and post driveline repair on (B)(6) 2020. The log file captured low speed operation starting on (B)(6) 2020 from 21:25 until 22:13. The alarms only appear to occur when the lvad is connected to the power module. The alarms reported while patient was tethered on grounded patient cable suggest potential wire damage is internal. The patient opted against surgical intervention and was provided 2 sets of ungrounded patient cables and discharged home on (B)(6) 2020. The patient is scheduled to follow up in 2 weeks to repeat log file analysis.